Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc, filter limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter and its struts detached and perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was reported that detached struts were retained in left part of the chest; however , the current status of the patient is unknown.